Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 21.7 mmol/l (391 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The device was reportedly leaking during use. When the pod was removed, it was noted that the cannula appeared bent. To treat the patient's elevated bg levels, correction boluses were administered via unknown means.